Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with no button response due to flattened (b, esc, act and up) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify battery out limit alarm, displayable history crc check failed on startup alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test due to no button response.

Event description:
The customer reported via phone call that their insulin pump received displayable history crc check failed on startup. The customer¿s blood glucose level was unknown. The customer stated that they received battery out limit. The insulin pump will not be returned for analysis.